Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Soclean believes this complaint is related to the philips recall of the dreamstation 1, not the soclean device. Soclean is processing this complaint in accordance with its complaint handling and quality system processes.

Event description:
The customer reports a lung nodule, pna, acute respiratory failure secondary to lung infection in his lll. The customer had unspecified testing and a hospitalization requiring antibiotics to treat his pna. In addition this customer states preexisting emphysema and was not following instructions for proper maintenance as specified in our IFU.